Event description:
It was reported by service report that the scale and bed exit modules were damaged due to excessive impact to footboard, and the scale module was unplugged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results - scale module was unplugged and scale and bed exit modules were damaged.